Manufacturer narrative:
The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 31.2cm from the hub and appears to have been kinked prior to separation. Microscopic examination revealed damage to the tip. There is blood on the balloon folds. The balloon is partially loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed on a lesion in the ramus interventricularis anterior (riva). The lesion was attempted to be dilated with a 20mmx3.00mm emerge balloon but a medial shaft break occurred. The procedure was successfully completed with a different device without issue or patient injury.